Event description:
On (B)(6) 2022 during patient follow up, nalu was made aware that a revision surgery took place on (B)(6) 2021. The revision surgery was performed due to challenges maintaining connectivity between the implantable pulse generator (ipg) and the external therapy discs. The patient was implanted on (B)(6) 2021 and then suffered from a series of falls which prevented the nalu team from being physically with the patient for device troubleshooting. In order to assist with connectivity, it was decided to revise the pocket where the ipg was implanted.